Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and it was found that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Additionally, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing was indicated due to non-physiologic signals/sic (sensing integrity counter). There were (B)(4) of (B)(4) lifetime v-sic recorded beginning (B)(6) 2014. The lead integrity alert triggered on (B)(6) 2014 due to meeting the requirements for nst and v-sic. There were 5 nst events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short interval counts (sic). The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analysis findings were corrected as there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant products: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 4193 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).